Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) injection of vancotech (2 grams, stat) and gentamicin (20 milligrams, ip, once daily for 14 days) for peritonitis. The outcome of peritonitis was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was recovered from the peritonitis event on an unreported date (previously, the outcome was unknown). The peritoneal effluent fluid was reported to be clear on an unreported date and the patient was reported to be doing well. Antibiotic therapy was reported to be continuing. Should additional relevant information become available, a supplemental report will be submitted.